Event description:
The patient originally presented at the emergency room due to palpitations prior to the right ventricular lead explant. The patient was stable post procedure as originally reported.

Manufacturer narrative:
Correction - "4582 - no clinical signs, symptoms or conditions" updated to "2330 - discomfort" due to palpitations experienced by the patient.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented at the emergency room. It was noted that loss of capture was observed on the right ventricular lead and the lead had dislodged. The right ventricular lead was explanted and replaced. The patient was stable.